Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the insulin safety syringe. The customer reports "an employee attempted to activate protective device after giving an insulin injection, stuck ring finger due to safety not completely activating after the employee did push up and twist the device."

Manufacturer narrative:
A sample is not due to be returned for evaluation. An investigation is currently underway upon completion the results will be forwarded.